Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that, earlier today while changing the insulin cartridge of his infusion device, the rubber stopper on the insulin cartridge remained attached to the piston rod of his insulin infusion device. The patient said he went to the diabetic clinic to get help in removing the plunger from the piston rod which he successfully did. During troubleshooting with a company representative, the patient was instructed to remove the cartridge from the device. When he did it was discovered that a small amount of insulin had spilled into the cartridge chamber. The patient was advised to dry the device with a cotton swab. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.